Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac plus unit is out of specification. No patient adverse events reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device found to be in fair condition. Device underwent functional testing, confirming the reported customer complaint. The CPAP measurements were noted to be out of specification; problem source determined to be user interface.